Event description:
It was reported the patient's lead migrated to the pocket site. The physician repositioned the lead on (B)(6) 2012. Reportedly the patient has effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.